Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for spinal pain. It was reported that the catheter got cut during an unrelated the surgery and the healthcare provider (hcp) wanted to turn off the pump since the pump was due for replacement soon. The pump off passcode was provided. The hcp gave consent and confirmed they understood that by entering in the pump off passcode that the pump could never be restarted.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 15-nov-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.